Event description:
Patient reported that he lost one half of his voice box after generator replacement surgery. An ent physician informed the patient that half of the voice box (vocal cords) was paralyzed and that the patient was recovering from the event. Further information was received from the patient's physician's office. The cause of the vocal cord paralysis was noted to likely be the patient¿s incubation but it was stated that the cause of the paralysis was still unknown. Lead impedance was noted to be ok on (B)(6) 2019. No other relevant information has been received to date.